Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the staff reported the touchscreen was unresponsive. The sales rep was onsite at the time of the reported touchscreen issue and attempted to assist the customer, however the sales rep was unable to recalibrate nor access the tempus pro. There was no reported harm nor impact at this time.